Event description:
A (B)(6) male pt called zoll customer support to report that his monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor won't power up) was confirmed. Upon investigation, the monitor was unable to boot up past the splash screen. The cause for the power-up failure was isolated to a defective sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the defective sd card. The pt rec'd a replacement monitor.